Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one sample was received. Visual inspection was performed to the sample, no foreign matter was noticed. The barrel label was removed to inspect it under a microscope 30x and still no foreign matter in the fluid or any other defects were observed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: undetermined.

Event description:
It was reported that before use foreign matter discovered in fluid path with a 5 ml bd posiflush¿ sp pre-filled flush syringe nacl 0.9%. The following information was provided by the initial reporter: dirty things in the fluid.